Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to leakage. Following insertion, the patient experienced pain, erosion, urinary/bowel problems, and vaginal scarring. On an unknown date, a gynecological procedure was performed and a miniarc sling was implanted. The patient underwent excision of the miniarc sling on (B)(6) 2012 due to erosion. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced excision of sling on (B)(6) 2012 by dr. (B)(6) due to eroded sling, stress urinary incontinence.